Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no issues. The unit energized and cauterized and all ports recognized instruments. The complaint regarding iesu error was not confirmed based on failure analysis. The probable root cause of iesu error cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of iesu found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the integrated electrosurgical unit (iesu) generator. The system was tested and verified as ready for use. The iesu generator unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the fse replaced the electrosurgical generator unit (esu) due an issue that occurred during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the integrated electrosurgical unit (iesu) had an interrupt error 2-01. Prior to calling technical support, the site replaced the instrument and energy cable and tried the other monopolar port, but the issue persisted. The technical support engineer (tse) advised the site to reboot the generator, which cleared the error. The error occurred several times previously. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the original generator after a system reboot. There was no delay in the procedure.